Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 t2 did not trigger, the push rod has jammed, and both ts were still on the setting instrument. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with with the distal end of the bar extended to the needle tip and with the t1 and the distal end of the suture string off the device and t2 in the channel but out of position with the actuator bar passing under the implant instead of behind it. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed, the actuator bar is stuck with the distal end of the bar extended to the needle tip. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.